Manufacturer narrative:
This event occurred in (B)(6). Refer to the medwatch with patient identifier (B)(6) for troponin t strip lot number 28162810.

Event description:
The customer received questionable troponin t results for one patient from two cobas h232 cardiac meters and two lots of troponin t strips. The cobas h232 meter is not sold in the united states. The initial result from cobas h232 meter serial number (B)(4) using strip lot number 28162810 was 883 ng/l. The repeat result was 944 ng/l. These results were reported outside the lab. The patient was tested twice in the laboratory on a cobas e601 analyzer and the result was 3 ng/l (0.003 ng/ml with a data flag). This result was reported as <10 ng/l. The result from cobas h232 meter serial number (B)(4) using strip lot number 28162810 was 793ng/l. The repeat result using strip lot number 28184510 was 739 ng/l. The patient was hospitalized for one day due the erroneous results and was redrawn several times for the troponin t testing. There was no adverse event. Retention material of the same lot numbers was tested and the results fulfilled the requirements.

Manufacturer narrative:
Sample from the patient and strips from each lot of troponin t strips used were submitted for further investigation. The results received from the customer's test strips, retention material and an elecsys 2010 analyzer were within specifications. During interference testing, a clear reduction in the results for two aliquots was found indicating the presence of heterophilic antibodies. This interference is described in product labeling.